Manufacturer narrative:
Functional testing confirmed the implant conforms to memometal specification. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant not implanted. Insufficient compression suspected. He inserted two additional clips (8 mm and 10 mm) with no issues and had a great final result.